Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that on the 11th day after the implant was put in, it started hurting really bad. Patient stated that they got a big ball of fluid back there and when they pushed on it, a couple nasty things came out even through the stitches. Patient said they had to go back into surgery and had to remove the device and it gave them an infection. Patient stated that the surgery of the removal was on october 3rd. The patient was redirected to their healthcare provider to further address the issue.